Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Action taken with the capd therapy was not reported. The cause of the peritonitis was reported to be constipation. The patient experienced abdominal pain, fever, and cloudy pd effluent as a result of the peritonitis. Treatment rendered was not reported. The outcome of the event of constipation was not reported. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.